Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the motor of the device does not work was confirmed. It was the motor did not turn as it was corroded. Also the resistance value of the handcontrol set was out of specifications and the protective conductor resistance (earth resistance) of the motor cable was out of tolerance. The keypad assembly was also found to be not responding properly. It was also identified that the locking ring of the drill mounting mechanism does not close properly that the blade doesn't lock into the shaver and the device was leaky. The defective drill mounting mechanism 1.0 was replaced by 1.25, and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set and the defective drill mounting mechanism. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11-24-2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11-24-2016 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that during rotator cuff repair surgery, it was observed that the motor of the micro tornado handpiece device with hand controls was not working. There was a delay of less than one minute in the surgical procedure. There was a spare handpiece device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the locking ring of the drill mounting mechanism did not close properly that the blade did not lock into the shaver such that the device was leaky. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.